Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, pseudomonas aeruginosa were detected from the instrument channel of the subject device which was reprocessed using an olympus automated endoscope reprocessor model oer-3 (not available in the USA). The number of microbes are unknown. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".